Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that the patient developed a pelvic hematoma during an implant surgery using urolift performed on. The doctor performed a contrast-enhanced CT scan on the patient, and since the bleeding had not spread, the patient was hospitalized for two weeks for monitoring". The patient's current condition is reported "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the patient developed a pelvic hematoma during an implant surgery using urolift performed on. The doctor performed a contrast-enhanced CT scan on the patient, and since the bleeding had not spread, the patient was hospitalized for two weeks for monitoring". The patient's current condition is reported "fine".